Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided. Additional information received on (B)(6) 2008: per our affiliate, attempts to contact the physician were unsuccessful; therefore, this case is considered closed. Addendum for follow-up information received on (B)(6) 2009.

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who received her last treatment of poly-l-lactic acid sometime in (B)(6). Relevant medical history and concomitant medication information were not mentioned. On an unk date, the patient developed late nodules. Treatments provided, if any, were not specified. Event outcome is unk. Per our affiliate, attempts to contact the reporter have been unsuccessful.